Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned that she has been on amplitude 6.0 on program 7, but she has not been getting good symptom relief. Patient mentioned that she can feel the stimulation when she adjusts the amplitude then will not feel it a little later. Patient mentioned that this was the last program she has been going through but her device has not been helping her that much lately. The therapy was on and patient was able to change from 6.0 to 6.7. Patient wanted to know if there has been any reports of being zapped when walking through a store if they have the amplitude too high. Patient stated that it has happened to her a couple of times and was wondering if that has happened to anyone else. Patient stated she was not sure when this first happened to her but stated that it had happened about a month ago as well. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient has not yet met with a manufacturer's representative and wanted to discuss the plan she was given to work on her therapy; an email was sent to reps in her area. Patient explained she went through trying all her programs today. Patient said she increased stimulation until she felt it just starting on each program. Patient services reviewed using a symptom tracking diary and redirected the patient to their doctor for further instruction. There were no further complications reported.